Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the emergency department. The clinician noticed the guidewire was kinked in two places prior to use. As a result, another kit was opened to retrieve a new guidewire and was used successfully. There was no delay in treatment and no patient death or complications reported.